Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the implantable pulse generator (ipg) device did not meet the expected longevity. Estimated longevity in (B)(6) was for 16 months, but the device reached elective replacement indicator (eri) in 4 months. The device was explanted and replaced. No patient complications have been reported as a result of this event.